Event description:
It was reported that a transfer set had disconnected from a uv twin bag during use. There was patient involvement, but there was not patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was received and evaluated by baxter. A visual inspection did not note any issues. The sample underwent leak, clear passage, and clamp function tests with no issues noted. This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.